Event description:
It was reported that backflow occurred using an unknown IV set. This occurred during patient infusion. The reporter stated that the secondary infusion was administered but the solution bag filled up and appeared as if it were never infused. There was no patient injury or medical intervention associated with this report. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be performed. Should additional relevant information become available a supplemental report will be submitted.